Event description:
Patient underwent tavr [transcatheter aortic valve replacement] procedure. True balloon ruptured during inflation, and they were unable to retrieve balloon through the sheath and femoral artery. Cut down and surgical intervention was done by the surgeons to retrieve the device and repair iliac artery. Patient received blood transfusion during and post procedure. Malfunctioned balloon held for return to vendor.